Event description:
I was diagnosed with multiple fibroid tumors. In lieu of a hysterectomy, my doctor recommended a novasure procedure (manufactured by (B)(4)) to perform endometrial ablation. She explained that it was a one-time, 5-minute procedure that gently removes the lining of the uterus; the part that causes the bleeding. It would reduce or stop bleeding altogether and was a less invasive alternative to hysterectomy as well as avoids the potential side effect of hormones. I was given the novasure pamphlet listing benefits and potential side effects. There was no mention of the potential for periodic severe abdominal pain, uterine contractions, nausea, vomiting, and other symptoms. Now more than a year later after the procedure was performed. I am claiming product liability based on marketing defects - flaws in the way a product is marketed, such as improper labeling, insufficient instructions, or inadequate safety warnings. The FDA should check into how hologic is marketing this product. I would not have chosen the procedure had I been fully informed of the health risks. I looked online and there are many similar complaints. Please investigate. Severe lower abdominal pain and vomiting led me to the emergency room on multiple occasions; (B)(6) 2016... Admitted (B)(6) 2016 and discharged the morning of (B)(6) only to be rushed to the ER by ambulance (again) the same day (B)(6) 2016 when I was finally told that my cervix was dilating trying to expel a large mass in my uterus. Then in (B)(6) of 2016 I experienced the same symptoms and went to the ER. I was told that I was dilated again w/a large mass inside of my uterus. The 3rd incident occurred with ER visits in (B)(6) 2017... I was admitted and the doctor attempted to conduct a d and c procedure but was unable to because she said my cervix was "burned shut" from the novasure procedure. The next course of action would be a hysterectomy.